Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, episodes of oversensing were noted on the device. Technical support was contacted and suspected the oversensing was due to myopotentials. Technical support recommended provocative testing and reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.